Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The high voltage cable was cleaned and regreased during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported filament regulator error messages during a procedure with pt involvement, therefore this malfunction may have resulted in a possible aro. There is not report of pt injury or death.